Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had a frayed grip cable. The frayed cable sections were in various lengths sticking out at the wrist. The grip cable was derailed as well. The grips could still open and close, but movement and functionality may not be precise. The idler pulley also exhibited pulley face and rim damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the megasuturecut needle driver instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.